Event description:
The customer claims there is no alarm tone when the magnet clip is detached from the alarm. Customer tested the unit with new batteries and a new magnet clip. There was no reported pt injury.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation and has not been received. (B) (4).